Manufacturer narrative:
H3: the implantable neurostimulator ((B)(4)) was returned for analysis. A follow up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported the patient's device was "not working", which was clarified to mean that the device was not as effective as the patient had anticipated; they had little benefit. It was also reported that it was a "hassle to charge". The patient had met with manufacturer representatives (reps) multiple times for adjustments, which did not resolve the issue, so the patient stopped "messing with it". The patient will be having the ins removed. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found no significant anomalies. If information is provided in the future, a supplemental report will be issued.